Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complications cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A review of the system logs could not be performed because the system logs were not available. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and concluded that a 73-year-old male underwent an ion endoluminal biopsy on (B)(6) 2023. Biopsies were obtained utilizing cook captura forceps and a flexision 23g biopsy needle. The procedure was completed without issue. There was no malfunction of the ion system, instruments or accessories. A post procedure cxr revealed a right sided pneumothorax for which a small-bore chest tube was placed. The patient was admitted overnight. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3%. The rate of pneumothoraces requiring hospitalization or intervention was 2.9%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Based on the available data the reported pneumothorax is a known and expected complication of the procedure. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the acquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoraciconcology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023.

Event description:
It was reported that a patient had an ion endoluminal biopsy procedure as part of a clinical study on (B)(6) 2023. A post-procedural chest x-ray showed a right-sided pneumothorax that required small-bore chest tube placement for 12-24 hrs. And hospitalization overnight. There was no other medication action or intervention required. The patient did not present with symptoms. The size of the pneumothorax was assessed as 2-4 cm. The study investigator assessed the event as probably related to the flexision 23g biopsy needle, a third-party tool (cook captura forceps), and the biopsy procedure. There was no mention of a malfunction of an ion system, instrument, or accessory occurring.